Manufacturer narrative:
Device was returned for evaluation. The returned hx-202ur quick clip (lot 96k 11) was evaluated due to ¿clip failed¿ issue. The reported complaint is confirmed. Visual inspection was performed on the received condition. The device was determined to have been deployed. Further evaluation determined that the clip piece was not returned for evaluation. The insertion portion was checked and did not find any external damages. The slider was manipulated and the movement is consistent and smooth. The yellow tube joint was observed and found no damages. In summary, based on the evaluation, the reported issue was confirmed as there is evidence during inspection of clip being deployed, however, the exact root cause of the clip failed was not able to be determined as the clip piece was not returned.

Event description:
It was reported that the clip fell into the patient during an unspecified procedure. The procedure was completed using another clip. There was no patient harm or injury reported due to the event.